Event description:
A caller reported a malfunction on their insulin pump, noting the occurrence of a malfunction code labeled as malf 12, which had been reported multiple times previously. It was unknown or declined whether this issue caused the customer's blood glucose levels to exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump. Technical support informed the customer about sending a new pump with updated software and made arrangements for training access. Instructions were provided to the customer for returning the problematic pump, and a replacement pump was sent.